Event description:
It was reported that the tip of the inner shaft of an ais-c impaction inserter (part number gac110) broke off during insertion of the ais-c interbody. The surgeon retrieved the broken portion of the device intact and no further complications were reported.